Event description:
The customer reported the device powered down with error codes indicating a spi bus is an internal communication link between the cpu and peripheral subsystems. Patient involvement unknown. Patient information requested.